Event description:
It is reported that the articular surface would not fit into the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned component identified that the dovetail feature was compressed on both sides. Gouges were noted on the surface and backside. Measured dimensions were conforming to print specifications. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination and no other complaints from this surgeon. The damage to the dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical techniques.